Event description:
On (B)(6) 2010, pt reported her blood glucose readings appeared to drop for no apparent reason on (B)(6) 2010. Pt stated she did eat a little later than normal and had walked a little more than normal that day. Pt reported that while eating she "bottomed out". Pt stated she doesn't remember much except that her boyfriend gave her some juice to bring her readings back up. She said she doesn't know if she passed out or not; she only remembers drinking the orange juice. Pt reported she does not know how low her readings dropped that day. Pt's normal blood glucose range is 70-180 mg/dl. Pt stated she treated by drinking the juice and eating a cookie her boyfriend gave her. Pt reported she remembers the day being very hot so she thinks there is a possibility that she was getting dehydrated. Pt stated her readings are better today. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.